Event description:
On 5/1/09 - no fluoro was available due to the park-arm malfunctioning; a portable device was used to complete the procedure. There was no adverse effect to the patient.

Manufacturer narrative:
The field service engineer discovered the tube arm was not positioned in the correct position. The reason the arm was not in the correct position to fluoro was due to the customer not pressing the positioning button until tube arm was parked at the correct (indent) position. The system is designed to fluoro when tube is in the correct position. The fse checked out the system per the service manual and returned the system to service. The field service engineer set up additional applications training.